Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of harmonic instrument broke off and fell into patient. The tip was retrieved. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive has received the harmonic ace instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly .258 from the base. Broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.